Manufacturer narrative:
The text of the ticket states that water quality may have contributed to the elevate co2 results. The customer fixed the water system issue by draining and refilling the internal water tank multiple times. They also flushed the water lines, verified controls and precision and all results were satisfactory. A review of ticket trending did not identify any trends. Historical performance of the architect assay, list number 3l80, was evaluated using world wide data from abbott link, as this product is equivalent to the alinity product ln 7p72. The field data shows the co2 patient population result medians are similar for each product across multiple customers, instruments, and reagent lots. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of product labeling revealed adequate labeling for the interpretation of assay results and troubleshooting this complaint issue. The alinity ci-series system operations manual provides multiple probable causes for elevated and erratic results such as debris in water bath, dirty cuvettes, or a sample preparation issue. Additionally, environmental conditions may impact co2 results, since the reagent is concentrated and uses water from the instrument to dilute the reagent; therefore, the assay may be sensitive to water that is not within specifications. Based on the investigation no product deficiency was identified for the alinity c co2 reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated co2 results on 6 patients on the alinity c analyzer. The results provided were: pt#1 = 36 meq/l/ 19; pt#2 = 42 / 29; pt#3 = 37 /24; pt#4 = 33 /23; pt#5 = 41 / 29; pt#6 = 36 /25 (normal range 21-32meq/l). There was no reported impact to patient management.